Event description:
A healthcare facility in germany reported to our distributor that after less than 24 hrs of using an rt200 adult breathing circuit in combination with an mr850 and servo-I ventilator, condensation had built up in the expiratory tube so that the fluid water sloshed into the end expiratory filter (rt019). This caused a total failure during the respiratory therapy, and the nurse had to change the complete system. While the system was being changed the pt required artificial respiration via a bag.

Manufacturer narrative:
The product mentioned in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. Method: the resistance of the heaterwire in the expiratory tube of the breathing circuit was tested. An expiratory heaterwire adaptor was also attached to the expiratory tube to check it fitted. Results: the resistance of the heaterwire was within specification and the heaterwire adaptor fitted onto the expiratory limb without fault. Conclusion: no fault found with the breathing circuit. External factors are the most likely cause of this condensation. These may be due to a set up error where either only a single limb heater wire adaptor was used, or the expiratory side of a dual heaterwire adaptor was not properly connected to the expiratory limb. External factors may also have been introduced by the environment. For example, there may have been excessive cooling in the expiratory limb due to a fan directed at the circuit or cooler air surrounding the expiratory limb. This cooling would impair the ability of the limb to produce enough heat to prevent condensation. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0021% worldwide for the past year. There is currently a CAPA open relating to condensation in circuits.